Event description:
It was reported to boston scientific corp that an ultraflex covered ng esophageal stent was used during a stent placement procedure performed in 2009. According to the complainant, the stent system was placed over the guidewire and advanced into the distal esophagus. The deployment string was then drawn to loosen the knots and release the stent. However, when the string was completely unraveled, the stent had not deployed. The physician then decided to remove the device. However, during withdrawal, the stent deployed in the proximal esophagus. The physician used a rat tooth forceps to remove the stent ripping the positioning suture in the process. The procedure was completed with another ultraflex covered ng esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional info have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.